Manufacturer narrative:
The complaint for 'erosion' was not confirmed. As received, the ipg was in good condition and did not reveal any anomalies that would contribute to the issue. There is no alleged device failure to meet spec. The complaint of igp erosion cannot be confirmed through product analysis testing. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the ipg was eroding through the skin at the pocket site. The ipg was explanted and replaced. The pt reported effective stimulation postoperative.